Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the device could not show an image. The device was removed from the patient and another similar device was used to complete the procedure. There were no patient complications. Analysis of the opticross device showed that the imaging window was detached in the lap joint section.

Manufacturer narrative:
The opticross imaging catheter was returned for analysis. The device was functionally tested, and the imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 47 ohms, good image this could be a good image display, however, cannot be performed due to the returned device condition, it was observed that the imaging widow was detached in the lap joint section. Taken into consideration that no related deviations within manufacturing processes were found during the DHR review a cause of no problem detected is assign to the reported image issue. Partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. It was confirmed that during the manufacturing process, the lap joint section is visually inspected in order to dispose any unit with a damaged imaging window, it is most probable that the material was compromised during usage of the device. Since the DHR review confirmed that the device met all manufacturing specifications, the assigned cause for the encountered detachment is adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the device could not show an image. The device was removed from the patient and another similar device was used to complete the procedure. There were no patient complications. Analysis of the opticross device showed that the imaging window was detached in the lap joint section.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. Updated MFR: the opticross imaging catheter was returned for analysis. The device was functionally tested, no electrical failure was found. However, the imaging window was found detached from the lapoint which could cause flushing issues that led to the image lost reported for this reason the issue reported was confirmed. Taken into consideration that no related deviations within manufacturing processes were found during the DHR review it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to a bending action, this is often encountered during advancement of the device, since this causes a compression that if not aligned with the axis, lead the material to bend. These kinds of detachment are related to design characteristics of the device. For this reason, the assigned cause for the encountered detachment is cause traced to device design.